Event description:
Complainant alleged that while monitoring the heart rhythm of a pt, the device initiated an analysis without being prompted and advised shock with electrode pads attached. Complainant indicated that the pt expired one or two days later, however, it was not a result of the reported malfunction.